Event description:
Edwards received notification that a 55-year-old patient with an edwards 7300tfx valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and nine (9) months due to calcification leading to stenosis. The patient presented with shortness of breath and syncope. A 29mm transcatheter valve was implanted within the existing edwards surgical device successfully using the trans-septal approach. The patient was noted as to be discharged at home.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report), g1 (contact office), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.